Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the same day post implant of this 23mm aortic bioprosthetic valve, it was reported that the patient had thrombocytopenia, as their blood platelet count was low. It was further reported that the patient platelet count was 134,000 prior to the implant, and decreased to 44,000 intraoperatively, requiring a transfusion. Post implant of the valve, the platelet count was 67,000 and another transfusion was given. Subsequently, 1 day later, the patient's platelet count was 130,000 and decreased to 117,000, and the following days dropped to 64,000, 66,000 and 78,000. It was further reported that the patient was taking steroids and has inflammatory abdominal aortic aneurysm with severe adhesions. It was stated that the physician does not believe the valve caused or contributed to the thrombocytopenia. No additional adverse patient effects were reported.